Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of noise was confirmed via review of stored electrograms in the lab. The device was tested on the bench and our automated testing equipment. No anomalies were found. The root cause of the noise could not be determined.

Event description:
It was reported that during attempted implant, noise was observed during dft testing in the ventricular channel. The chronic rv lead was replaced and the noise was still visible with new lead. The ICD was replaced and the issue was resolved.